Event description:
Procedure: lower anterior resection. Reportedly, the surgeon had difficulty applying the device as the regrasp alarm continually sounded. The surgeon was eventually able to get the "seal complete" tone and proceeded to cut the vessel. The vessel proceeded to bleed when it was cut. However, the bleeding did not require extraordinary treatment.

Manufacturer narrative:
The electrode was attached to an instrument and fit firmly into the instrument. The device was plugged into a ligasure generator and the generator recognized the smart connector plug pattern and went to green. The device was tested on simulated tissue with acceptable results. The device was tested for resistance and jaw gap. Both specifications were within the allowed range.